Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 3 months due to mitral valve endocarditis. It was also noted that there was no malfunction of the annuloplasty ring. Per the surgeon, the source of the infection was "probably skin (candida)." The infection was involved in the subvalvular apparatus and the ring was replaced as part of the debridement procedure. According to the patient's medical records, this ring was initially implanted to repair severe mitral valve regurgitation from rheumatic valvular disease. "On completion the mitral [repair] looked as if it would be nicely competent." In (B)(6) 2012, the patient was admitted with a febrile illness and initial impairment of renal function. She has been treated with broad spectrum antibiotics for one week, however her blood cultures were now growing candida species from severe samples. She was also started on treatment with amphotericin and flucytosine. There were also signs of systemic emboli, including one to the finger and also MRI of the head suggested multiple micro-emboli. On (B)(6) 2012, the patient underwent redo-mitral valve repair for urgent debridement for left ventricular mitral valve vegetations, candida albicans endocarditis. Upon looking in the left atrium, it was all clean with no evidence of any vegetations. But the ring anteriorly did look slightly oedematous and so it was taken out to check there was no abscess behind it. A new edwards annuloplasty ring (same model/size) was implanted. A transesophageal echo demonstrated that the repair was good with no mitral regurgitation, no mitral stenosis.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Corrected the following information: lot# and expiration date, approximate age of device, device manufacture date.

Manufacturer narrative:
Device not returned. Endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the patient had an edwards annuloplasty ring implanted in the mitral position. The surgeon has indicated that there was no malfunction of device. The device history record (DHR) review is currently in process to confirm that this device passed all manufacturing and sterilization inspections.